Manufacturer narrative:
B3 date of event estimated based on aware date. The device was not returned for analysis; therefore, a technical analysis could not be performed. The photos provided by the site depict foreign material/debris on the inner pouch packaging confirming the reported event.

Event description:
It was reported that device sterility was compromised. Upon arrival, it was noted that an impulse guide catheter had debris stuck on its packaging. Bits of cardboard and other fragments were lodged in the top of the package as well as in the inside of the individual white cardboard packaging. The device could not be placed in a clean room since it was covered with non-sterile debris.

Manufacturer narrative:
B3 date of event estimated based on aware date.

Event description:
It was reported that device sterility was compromised. Upon arrival, it was noted that an impulse guide catheter had debris stuck on its packaging. Bits of cardboard and other fragments were lodged in the top of the package as well as in the inside of the individual white cardboard packaging. The device could not be placed in a clean room since it was covered with non-sterile debris.